Manufacturer narrative:
The ventilator was returned to a third party svc ctr for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue.

Event description:
The MFR rec'd info from a third party svc ctr alleging a ventilator would not power on. The device was not in pt use.